Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 120 units instead of the expected 240 units. There was no adverse impact to the customer¿s blood glucose level. Customer had not completed necessary steps to remove air from the cartridge, and customer technical support educated the caller on completing the cartridge air removal step before filling. The caller acknowledged and understood the instructions. Customer continued to use the existing cartridge for insulin therapy.